Manufacturer narrative:
8/19/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during an unspecified procedure. Reportedly, the instrument locked on tissue. The surgeon manually removed the device and sutured to complete. The hosp has reported that no pt injury occurred.